Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary ordered medication was not crossed over to pyxis. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ordered medication did not match the medication that crossed over in the station. The technical support specialist (tss) identified two impacted samples where the give description correctly reflected the administered medication, but the medication ID was incorrect. The tss cross-checked multiple sample orders from the same timeframe and found no further discrepancies. The customer suspected that data fields from both orders may have been mixed during the interface transmission between electronic power and pyxis. An upcoming update from the epower team was expected to address and resolve this issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary ordered medication was not crossed over to pyxis. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.